Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient fell, which resulted in a brain hemorrhage and broken bones. The doctor believed the fall was due to the patient standing up too quickly and fainting, and did not suspect it was related to the device. The patient will be moved to a rehabilitation facility and there have been no reports of further complications regarding this event.

Manufacturer narrative:
Follow-up indicated that the patient passed away due to internal bleeding and brain damage after falling again on the stairs at the rehabilitation facility. The device had not been charged and had been off since the first fall. There were no reports of device-related issues from the patient prior to this incident. Nevro attempted to confirm the medical assessment from the implanting physician but no additional information was available.